Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: investigation revealed that the keypad buttons were responsive to user input. The keypad buttons were found to have normal spring back and click. No contamination was found under the key contacts. Unrelated to the complaint, the bolus button was found to be torn; the bolus button was found to be responsive.